Manufacturer narrative:
Exact date unknown, event occurred two weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was sitting almost on the spine. The patient underwent a revision procedure wherein the pocket was moved and the ipg was replaced. The ipg will be returned for analysis.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the ipg was sitting almost on the spine. The patient underwent a revision procedure wherein the pocket was moved and the ipg was replaced. The ipg will be returned for analysis.